Event description:
It was reported that this left ventricular (lv) lead high out of range pacing impedance measurements of 2400ohms and the lead appeared to be almost severed. This lead remains in-service at this time. No adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead high out of range pacing impedance measurements of 2400ohms and the lead appeared to be almost severed. This lead remains in-service at this time. No adverse patient effects were reported. Additional information received detailed that the pacing impedance measurements had been out of range for more than 12 months. Additionally, it was mentioned that the surgery was programmed; however, it was not completed as originally scheduled.

Manufacturer narrative:
This report is being submitted to correct the impact codes (h6) in section h. Device manufacturers only. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this left ventricular (lv) lead high out of range pacing impedance measurements of 2400 ohms and the lead appeared to be almost severed. This lead remains in-service at this time. No adverse patient effects were reported. Additional information received detailed that the pacing impedance measurements had been out of range for more than 12 months. Additionally, it was mentioned that the surgery was programmed; however, it was not completed as originally scheduled. Additional information received detailed this lv lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead high out of range pacing impedance measurements of 2400ohms and the lead appeared to be almost severed. This lead remains in-service at this time. No adverse patient effects were reported. Additional information received detailed that the pacing impedance measurements had been out of range for more than 12 months. Additionally, it was mentioned that the surgery was programmed; however, it was not completed as originally scheduled. Additional information received detailed this lv lead was explanted and successfully replaced. No additional adverse patient effects were reported.